Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the leads had high impedances and patient needed an MRI. Surgical intervention was undertaken wherein both leads were explanted, and a new lead was replaced. As such, therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.